Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, the stent was damaged. During preparation the stent was found defective out of the package. The taxus express2 2.50 x 16 mm drug eluting stent appeared to have two very small burrs on the stent struts. The device never entered the pt's body. The procedure was completed with another pt's body. The procedure was completed with another taxus express2 2.50 x 16 mm stent. No pt complications were reported.